Event description:
During a laparoscopic appendectomy procedure, the doctor fired the device and stated that the staple line was incomplete and then tried again but couldn't get enough space to fire again at the base of the appendix; therefore, causing him to convert the procedure from laparoscopic to open.